Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the device operated per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.